Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 487 mg/dl and the cause was not known. A nurse assisted the customer with administered an insulin pen to address the high bg. As the event occurred in the past, a cause of the high bg could not be determined.